Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low drain volume alarm during drain 6 of 6 on the homechoice machine(hc). The hp stated she disconnected and put her patient line in a jug. The hp stated when she came back the jug had spilled over. The hp stated she connected herself back and she is still getting the alarm. The technical service representative (tsr) assisted the home patient (hp) to end therapy per her request. The home patient (hp) was contacted on (B)(6) 2011. The hp stated that this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional information is received.